Manufacturer narrative:
A specific root cause could not be identified. Based on the available information, a sample handling issue cannot be excluded as the centrifugation time was very short (3 minutes).

Manufacturer narrative:
This event occurred in (B)(6). (B)(4)

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The erroneous results were reported outside of the laboratory. The initial troponin t hs stat result was 169.2 pg/ml. This result was reported outside of the laboratory. This result was believed to be too high. A second sample was obtained and the result was 3.00 pg/ml with a data flag. A third sample was obtained and the result was 3.00 pg/ml with a data flag. The initial sample was repeated and the result was 3.00 pg/ml with a data flag. No adverse event was reported. The troponin t hs stat reagent lot was 182603. The expiration date was not provided. Calibration and quality controls were acceptable. It was noted that the centrifugation time was 3 minutes. This is a very short time as the recommended centrifugation time depending on tube manufacturers is between 10-15 minutes. A specific root cause could not be identified. Based on the data provided, a sample handling issue cannot be excluded.

Manufacturer narrative:
Based on a review of the alarm trace, there is no indication of an instrument issue. The analyzer performance check on (B)(6) 2015 was acceptable.